Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 23:07:15. During night drain cycle four, the patient's ultrafiltration reading was 1538ml, indicating the patient drained 1538ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Simulated therapy test with cycler remote toolbox performed with no issues noted. Digital pcb input voltages from power supply checked and voltages are stable and within specifications. Temperature monitor connected to diagnose heater system and completed therapy with no issues noted. Performed acswoff signal path check and encountered an unrelated issue. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.